Event description:
Additional information received from the healthcare provider indicated that patient had experienced fever, redness, swelling; a device pocket culture revealed (B)(6) growth. As reported previously, the entire device system was explanted. The infection resolved. It was stated that patient had experienced drug withdrawal symptoms especially increased pain.

Event description:
An infection was reported. It was reported that following implant in (B)(6) 2010 patient developed staph infection in the pump pocket and the pump was removed in (B)(6) 2011. Patient was on IV antibiotic for 6 weeks after pump was removed. Patient currently had no pump. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter model: 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).